Manufacturer narrative:
Results: one unused sample was returned for evaluation. A visual inspection revealed the unit to be within its sealed package and all components were present and intact. A microscopic inspection revealed no anomalies or mechanical/physical damage to the needle, grip, spring or needle/hub that would contribute to the failure and the activation button was without damage. A functional use test was performed and the needle retraction was successful with no drag or resistance after the activation button was pressed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6300692. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: (B)(4).

Event description:
It was reported that the needle of a 20 g x 1.0 in. (1.1 mm x 25 mm) bd insyte¿ autoguard¿ bc shielded IV catheter did not retract after a nurse pressed the safety activation button multiple times. The nurse stated that the white safety button felt like it was already pushed/engaged somewhat out of the package. There was no report of injury or medical intervention.